Event description:
It is reported that the surgeon noticed the tibial implant was scratched prior to implantation and subsequently used another implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.